Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the wire on the large needle driver instrument was broken. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. The pitch up cable is also broken at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip and pitch cables could likely cause or contribute to an adverse event if the failure modes were to recur.